Event description:
Customer reported that her insulin pump delivered 10 units of insulin that she did not programmed. Customer stated that she checked the bolus history, and the 10 units show that they have been delivered. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.